Event description:
(B)(4). Event occurred in the united states. The patient stated that the tubing and the part that was connected to her leg came off. Blood glucose level was 400 mg/dl when the patient treated it with a pump and it was later reported to be 300 mg/dl, the night before this report. Since two weeks before this report, this issue occurred four times. It happened twice at night and twice during the day while the patient was either sleeping or during her normal activities. The site location was twice on her stomach and twice on her leg. The pump was located either on left or right side and the detachment occurred close to the site location. The infusion had been in use for only about a day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.